Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a sudden decrease in flow to a range of 0.0-0.2 liters per minute (lpm) corresponding to an increase in rotor noise and decrease in rotor displacement values: however, a specific cause for the decrease in flow cannot be conclusively determined through this evaluation. Additionally, thrombus could not be confirmed through this evaluation as no product was returned for evaluation and no computed tomography images were submitted for review. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. The controller event log file contained events from 28jan2025 to 09feb2026. The system appeared to be operating as expected until 09feb2026 at 07:43:35, when the estimated flow decreased below the low flow threshold of 2.5 lpm to 0.0 lpm. Estimated flow, then, ranged from 0.0-0.2 for the remainder of the file. Of note, this decrease in flow corresponded with a decrease in pump power. Consistent with the controller event log files, the left ventricular assist device (lvad) event log files also captured the decrease in pump flow on 09feb2026, and increases in rotor noise and decreases in rotor displacement values were observed during the low flow events. A specific cause for this sudden decrease in flow could not be conclusively determined; however, the observed events may be consistent with a material, such as thrombus, being ingested into the pump, contacting the rotor, and obstructing flow. No other notable events were captured. Following the pump exchange, the patient remains ongoing on lvas support with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and cardiac arrhythmia, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a low flow alarm on (B)(6) 2026 when flow decreased to 0.1-0.2 lpm, and the power was about 2.8 when the patient had blood pressure of about 60. They were with inotropes support. A computed tomography scan was performed with no findings, and a transthoracic echocardiogram (tte) revealed aortic (ao) valve opening 1:1. Log file analysis was requested which confirmed changes in rotor stability value, and echocardiogram (echo) ramp test confirmed limited ability to unload left ventricle (lv). It was noted that on the second day after implantation of the initial pump, the patient had a sustained ventricular tachycardia lasting for 20 minutes with repeated episodes during the whole night which was considered to have contributed to the obstruction. Standard therapy according to guidelines was performed. During three days after implantation the atrioventricular valve (av) was closed (on echo control). The patient's international normalized ratio (inr) decreased to 1.6 several days before the event, and the patient was at warfarin (5mg). Heparin was added with partial thromboplastin time (ptt) control. It was noted the last ptt was 70. The patient had marked weakness and dizziness with increasing shortness of breath. The patient was indicated for a pump exchange, and during exchange there were multiple objects found at inflow inside the pump. After the exchange, the patient's condition was stable and improving.